Manufacturer narrative:
This event was previously submitted on a summary report. Subsequently, medtronic has received additional information which is being submitted via this 3500a. Post market vigilance (pmv) led an evaluation of five devices. The loading unit was received with several malformed staples embedded into the pushers on the clamping surface of the staple cartridge. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the back extruded staples may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user as follows: ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a right lobectomy procedure, there was an incomplete staple line, the entire lines of staple was deformed. There was poor staple formation. Since there was no margin for the closure of the bronchus, a manual suture and clamp had to be used to complete the case, it caused trauma to the tissue of the patient. The patient is alive and has no injury.